Event description:
It was reported that during angioplasty in the av fistula, the foxcross balloon ruptured below 8 atmospheres. The exact inflation pressure is unk. When the balloon ruptured it separated into two pieces. The distal portion of the balloon was successfully snared. The proximal portion of the balloon remained on the catheter. The device was removed from the pt anatomy, and there was no adverse pt sequela. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.